Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not rewinding as it should have. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated and the caller confirmed that the rewind option was displayed after an alarm or alert; the caller was unable to identify the exact alarm or alert. Whenever a rewind was attempted the device failed to rewind. Additionally, the backlight would turn on and off on its own. The keypad backlight was still nonfunctional after a battery change. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The motor and battery tube assemblies were found corroded. The pump failed the leak test. The pump had a leak at a crack on the back of the case. Unable to perform the functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor, displacement or self tests or verify the backlight anomaly due to the blank display. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment, keypad overlay texture damage and minor scratches on the lcd window.